Event description:
The customer contacted baxter's service center regarding a damaged patient line which occurred on the homechoice (hc) during initial drain. The care giver (cg) wanted assistance ending therapy. The cg stated that the patient line seemed to be cut. The technical service representative assisted in ending therapy as requested, and the cg would start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient. He stated that he noticed the cut right after he had connected to the set. He was not aware of anything that could have caused the cut, and did not notice any damage to the box or overpouch in which the set was delivered. The cut did not leak solution. There was nothing else unusual noted about the supplies. After starting over with new supplies, therapy went well. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of damaged was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.